Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. High impedance was also noted. Database analysis revealed no anomalies. The patient underwent an ipg revision procedure wherein only the ipg pocket was revised and the patient was doing well postoperatively. The device remained implanted.